Manufacturer narrative:
The product was returned on 2024-11-15. The investigation of the product was completed on 2024-12-11. During the technical investigation of the returned product, the following was found:: the electrode tip has become detached on the distal side. As the article was already produced in 2017 and a corresponding number of reprocessings can be assumed, this is wear and tear. It must be assumed that the user is at fault. According to the IFU electrodes need to be checked before each use. If there are any signs of damage they must not be used in any circumstances. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer.. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during procedure, tip noticed missing upon withdrawal. Unable to find tip. Surgeon assessed risk to patient as very low even if it was still in the bladder. No negative impact in state of health reported.